Event description:
Sodium chloride was found under drape in solution warmer. Small hole was found in drape. Biomedical assessment: no issues with warmer. It tested out appropriately. Maybe user error in placing heavy objects on drape causing perforation.